Event description:
It was reported that caller experienced an occlusion alarm while using infusion set and cartridge with novorapid insulin. There was no reported information regarding impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resumed insulin, and no further assistance was requested, so technical support closed case.